Event description:
The dr was unable to advance the iab into the pt. The contact stated that the pt had alot of plaque. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk -reported 7/31/97. (Pt's current status: unk-rpt'd 7/31/97.)